Event description:
Country of complaint: (B)(6). During an ambulatory wrist surgery, the surgeon brought in the optic through the trocar. After a short time, the picture went blurry. The surgeon took a second optic this went blurry too after a short time.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar devices are. U.s reporting agent notified on: (B)(6)2015. Manufacturing site evaluation: after connecting the complained optic with the light source, the picture became blurry. The root cause for the blurry picture was a broken rod-lens, caused by mechanical overstress. Root cause is user related. The pe202a has a diameter of 2.7mm, this is very thin for an inflexible optic, it is sensitive of mechanical stress, especially the shaft. Even a slight bend during usage or handling can damage the optic/rod lens.